Event description:
Related manufacturer reference number: 1627487-2023-06017, 1627487-2023-06018, and 1627487-2023-06019. It was reported that the patient developed and infection at the lead and extension site, that caused the lead wires to break through the skin. Surgical intervention took place where the entire dbs system. There was some difficulty with removal due to bone growth, but otherwise no complications. The patient was also given antibiotics. It is unknown if the infection or wound has healed, and the manufacture representative will not be given further updates regarding the status.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.